Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that foreign material was observed on a patient's iris postoperatively. There has been no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
(B)(4). As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A digital versatile disc (dvd) and photos were returned for evaluation. A review of the returned dvds found a long piece of gauze touching and tucked between the sclera and the peripheral skin of the eye; the long piece of gauze was hanging from the eye. It is highly likely foreign material could have been introduced at this time in the procedure. A review of the returned photos found a large amount of light reflection making it difficult to discern if there was foreign material in the eye. The root cause of the customer's complaint is reuse of the surgical consumable product. (B)(4)

Event description:
The reporter claims that this was likely the first case in which the product was used in, although there is a possibility it was used in 3 cases prior to the event.